Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: two (2) batteries (bat814653, bat807085) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of bat814653's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned devices revealed that the batteries passed external visual inspection and functional testing. Internal inspection of bat814653 revealed a defective solder between the clock wire and the printed circuit board; analysis indicated that this finding did not affect the functionality of the device's internal clock waveform. This is an additional finding not related the reported event. Additionally, during supplemental testing, the battery was connected to test equipment; results revealed that the communication errors could not be replicated. Log file analysis revealed that the controller in use during the reported event, con406174, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to communication errors involving bat814653. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of the data log file revealed multiple instances involving bat814653 and bat807085 where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. The most likely root cause of the observed defective solder can be attributed to improper assembly during manufacturing. Based on the log file analysis, the reported events were confirmed. There is no evidence of lubrication servicing on the reported devices. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and battery. Possible root causes of the communication errors, and the resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: bat807085 img: g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products. Heartware ventricular assist system ¿ battery. Model #: 1650/ catalog #: 1650/ expiration date: (B)(6) 2019 / serial #: (B)(4), UDI #: (B)(4), no. No, device evaluation anticipated, but not yet begun. Mfg date: (B)(6) 2018, no. Patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): g02002, FDA device code(s): a0705, FDA results code(s): c21, FDA conclusion code(s): d16. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching and one of the batteries was associated with 24 power disconnect alarms. The batteries were replaced. No patient complications have been reported as a result of this event.